Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer's insulin pump was squirting out insulin when she was filling the tubing. The customer's spouse stated the customer was currently not wearing the pump. He was advised to have customer call back to troubleshoot device.